Manufacturer narrative:
.

Event description:
It was reported that during a replacement surgery a vns patient had a decrease in heartrate, down to 32 beats per minute when he attached the generator. The heartrate went down and immediately returned to baseline and did not occur again. The physician decided to move ahead with the surgery. Diagnostics were within normal limits. Additional relevant information has not been received to-date.

Manufacturer narrative:
Suspect device UDI: (B)(4).

Event description:
Follow-up to the surgeon by the company representative revealed that the device was not turned on when the decrease in heartrate occurred and the cause was due to a side effect of surgery.